Event description:
It was reported that there was a disconnection between a minicap transfer set and the titanium adapter which resulted in a leak. This was described as ¿the transition piece just fell off¿ and the patient was "in bed in the evening" when moisture was detected. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic treatment, intraperitoneally, by way of an extraneal bag inoculated with a one-shot dose of vancomycin. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5, h6. B5: correct to: a leak did not occur in this event (previously reported as the transfer set disconnected from the titanium adpater which resulted in a leak). Also remove the statement "the patient was "in bed in the evening" when moisture was detected" (as a leak did not occur). H6: medical device problem code: remove a050401. Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.